Manufacturer narrative:
The device was not returned for evaluation. The device history record review was unable to be completed as the required information was not provided. The reported complaint was unconfirmed. No root cause was determined.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to MFR. Report number: 3006697299-2019-00006, 3006697299-2019-00007.

Event description:
This is 3 of 3 reports. Three (3) c2602 cusa excel 36khz straight handpieces were identified by an integra field service representative on (B)(6) 2019 of failing preventative (pm) test. The field service technician recommended that all 3 handpieces be returned for repair/evaluation. There was no patient contact, injury, or surgery delay.